Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the healthcare professional noticed the bd angiocath¿ plus IV catheter leaked into the holder when filling the fifth tube. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing and upon completion, the customer's indicated failure mode for sleeve leakage was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Manufacturer narrative:
From: it was reported that the healthcare professional noticed the bd angiocath¿ plus IV catheter leaked into the holder when filling the fifth tube. Found during use. No serious injury or medical intervention noted. To: it was reported that the healthcare professional noticed the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leaked into the holder when filling the fifth tube. Found during use. No serious injury or medical intervention noted.

Event description:
It was reported that the healthcare professional noticed the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leaked into the holder when filling the fifth tube. Found during use. No serious injury or medical intervention noted.